Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9301938. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Occurrence: a complaint history check was performed and this is the 1st related complaint for difficult/unable to operate (not drawing) and npi needle blunt on lot # 9301938. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, difficult/unable to operate (not drawing) and npi needle blunt) was captured and addressed appropriately. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the relion® insulin syringe would not draw up medication during use. The following information was provided by the initial reporter: "consumer reported needle will not draw. Also reported needle difficult to penetrate injection site. Consumer does not reuse. Consumer stated that he does not need 1ml syringes and asked for 3/10 ml instead."